Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known. The additional prostyle device referenced in b5 is being filed under a separate manufacturer report number.

Event description:
It was reported that the procedure was on (B)(6) 2025 and was venotomy closure of the left common femoral vein (lcfv) using a prostyle device after an atrial fibrillation (a-fib) ablation interventional procedure using an 8.5f sheath. This was multi-access case with two puncture sites in the lcfv (both 8.5f sheath). Hemostasis was achieved using the prostyle sutures after the a-fib ablation interventional procedure in both access sites. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Reportedly, the patient presented to the physicians office on (B)(6) 2025 with complaints of left leg pain and swelling. The physician sent the patient to the emergency room at another facility for further evaluation and the patient was diagnosed with left lower extremity deep vein thrombosis (dvt). The patient was sent to another facility for dvt management. The physician reported that the prostyles may have contributed to the dvt; however, was unaware if either of the prostyle sutures had captured the back wall. The physician causally correlated the dvt with the recent procedure and venous closure of the access site; however, the physician has no way to know if it was one or both prostyles sutures that contributed. Percutaneous thrombectomy and balloon angioplasty of the common femoral vein were performed for the lower left extremity deep vein thrombosis (dvt). The patient was discharged to home without any further sequela no additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. The reported patient effects of pain, thrombus, and edema are listed in the perclose prostyle instructions for use as known patient effects of use with suture mediated closure device procedures. Based on the information provided, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.